Event description:
Patient experienced driveline power fault alarms on their heartmate 3 lvad (left ventricular assist device) system controller requiring a modular cable exchange and controller exchange. During the exchanges, lvad pump was temporarily off. Systolic congestive heart failure status post heartmate 3 lvad insertion.